Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the screen was shattered because the customer dropped the pump on the tile. The customer's blood glucose (bg) level was 482 mg/dl. Reportedly, the customer's bg level was high because the customer believed that if a low amount of insulin was in the cartridge, this would cause elevated bg levels. The customer had approximately 20 units left in the cartridge and stated there was no issue with pump delivery or the fill estimate; contact simply believes it was due to a lower amount of insulin. There was no further information provided regarding this allegation. Elevated bg levels were addressed with a pen injection. Reportedly, the pump was still functional and would continue to be used for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issue was verified. Functional testing was performed and no failure was identified related to the reported high blood glucose level issue.